Event description:
(B)(4). This unsolicited device case from united states was received on 27-oct-2015 from a physician. This case concerns a (B)(6) male patient whose left knee was being swollen, had painful left knee and 46 ml of fluid removed while receiving treatment with synvisc-one. No other medical history, past drugs, concurrent condition or concomitant medication was reported. On (B)(6)-2015, the patient received treatment with intra-articular synvisc-one injection (lot/batch number: 5rse014, expiration date: 31-mar-2018; dose and frequency: not reported) for into left knee for osteoarthritis. On (B)(6)-2015, 04 days after receiving the first dose of synvisc-one, the patient's left knee was being swollen and painful. On (B)(6)-2015, the patient came in for a steroid injection and 46ml of fluid was removed. It was reported that the fluid was sent for testing and came back negative. Action taken: unknown. Outcome: unknown. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.

Event description:
This case is cross-referenced with case (B)(4) (cluster). This unsolicited device case from united states was received on 27-oct-2015 from a physician. This case concerns a (B)(6) male patient whose left knee was being swollen, had painful left knee and 46 ml of fluid removed while receiving treatment with synvisc-one. No other medical history, past drugs, concurrent condition or concomitant medication was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc-one injection (lot/batch number: 5rse014, expiration date: 31-mar-2018; dose and frequency: not reported) for into left knee for osteoarthritis. On (B)(6) 2015, 04 days after receiving the first dose of synvisc-one, the patient's left knee was being swollen and painful. On (B)(6) 2015, the patient came in for a steroid injection and 46ml of fluid was removed. It was reported that the fluid was sent for testing and came back negative. Action taken: unknown outcome: unknown seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot number 5rse014 with expiration date (mar-2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot number 5rse014, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 03-nov-15, there is a total of 2 complaints on file for 5rse014: (1) adverse event report and (1) leaky syringe. Genzyme biosurgery would continue to monitor complaints as stated in concerned sop product complaint handling to determine if a CAPA was required. Additional information was received on 03-nov-2015: global ptc number and ptc results were added. Text was amended accordingly.